Event description:
During routine testing of the device, the service technician reported that the power supply was not functioning as expected. The user also reported that the available capacity reading was only 14.6. Since the event occurred during routine testing, there was no pt involvement during this event.